Event description:
The unit has telemetry option. The mvws stops showing frozen curves and there is no alarm. No possiblity to access system with mouse or keyboard. Restart of system with power switch made run again.